Event description:
It was reported that during implant, the right ventricular (rv) lead had unacceptable threshold and sensing values. The lead was repositioned several times and was, subsequently, pulled out of the sheath to reveal tissue was attached to the helix. After the tissue was cleaned off, the helix was noted with a bend. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The lead fixation was out of specification with extended/retracted helix covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. Lead was returned with the helix distorted/bent and blood and tissue on it. Electrical resistance and cross continuity and helix length test results were within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.